Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the thrombosis, and relationship to the device, if any, could not be determined. The reported patient effect of thrombosis is listed in the mitraclip system instructions for use, as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report tissue damage, thrombus, and medial intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve; however, a small floppy tissue was observed attached to the clip arm. It was unknown if the small floppy tissue was thrombosis or tissue. Heparin was administered; however, the tissue didnt dissolve. The clip was not implanted and the cds was removed. The clip was checked inside the saline basin, but no tissue was observed. A new cds was used to continue the procedure. Two clips were implanted, reducing mr to 1. There was no clinically significant delay in the procedure and the patient is stable. No additional information was provided.